Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported "right side capsular contracture, baker grade iii." Device has been explanted.

Manufacturer narrative:
Device analysis: the device related to the reported event of capsular contracture, was received on dec 23, 2020 with lot number 3131211. Visual analysis of the returned device identified, the weight the device within specification and deformation. After autoclave cycle were observed: voids and cloudy color in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported "right side capsular contracture, baker grade iii." Device has been explanted.